Event description:
It was reported that one day post implant, the patient was observed to have pauses with their heart rate approaching 30 beats per minute and the patient had symptoms of nausea and dizziness. The patient was noted to have a pneumothorax. The right ventricular lead had intermittent capture and was programmed to maximum output to ensure capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).